Manufacturer narrative:
This report, MDR 132894-2018-00010, is the final report for MDR 1320894-2018-00011 & MDR 1320894-2018-00012. This change is due to initial reporter restating complaint. Initially, this was said to be three different patients, however, follow-up emails reveal this incident occurred with one patient. Additional information was provided from the facility on 17-jan-2018. One patient in a dialysis unit coded. Pads were placed on the patient (slight right chest) and a shock was issued. This first shock did not seem to deliver an adequate charge to the patient. A second shock was attempted, however, the same result prevailed. These pads were removed and a second set of pads were applied to the patient. Using another defibrillator, a third shock was delivered. At this time, a spark was observed along with smoke where the pad and wire connect. These pads were removed and a third set was placed on the patient. Using a third defibrillator, a shock was delivered successfully. The power setting on the defibrillator was set to 200 and no abnormalities were noted on the pad. The patient was reported to have expired during the code. To date, the initial report of "patient burned" was not elaborated on. The degree of burn is still unknown. The user facility has retained the device and, to date, there is no commitment from the facility to release the device for evaluation. A review of the manufacturing documents was unable to be performed as the lot numbers were not verified. A two-year review of complaint history revealed 2 similar complaints for this device family. These two complaints were not verified. (B)(4). The instructions for use advise the user of the following. ·misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy and /or loss of ECG trace quality. ·do not fold, trim, crush, or store under heavy objects. ·for universal function electrode use (i.e. Monitoring, defibrillation and pacing), these electrodes must be used in conjunction with AED and ECG amplifiers that have been designed specifically to compensate for large dc offsets. ·do not exceed a setting of 360 joules while defibrillating patients. ·electrodes must be used before date indicated on package. Do not use if packaging appears compromised. Due to the severity of this incident, an investigation has been initiated to identify a potential root cause. This incident type will continue to be monitored through the complaint system to assure patient safety and product effectiveness.

Manufacturer narrative:
The reported device location is currently uncertain. Additional information about the event and alleged "patient injury" is still being collected. A supplemental report will be filed following the completion of the complaint investigation.

Event description:
The customer reported "the pad sparked when the defibrillator machine charged and the pad scorched". The patient was allegedly injured, however, despite several attempts, additional information regarding the event and patient have not been made available. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.